Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 54 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2021 she experienced back pain (seriousness criterion medically important), fatigue ("chronic fatigue / exhaustion for no apparent reason"), depression ("depression"), bone pain ("bone pain"), uterine cervical pain ("cervical pain") and ear pruritus ("itchy ears"). In 2023 she experienced pain in extremity ("foot pain") and heavy menstrual bleeding ("recently heavy menstrual bleeding"). At the time of the report, the fatigue and depression had not resolved. The outcomes for back pain, bone pain, uterine cervical pain, pain in extremity, ear pruritus and heavy menstrual bleeding were unknown. No causality assessment was received for essure with regard to fatigue, depression, bone pain, uterine cervical pain, back pain, pain in extremity, ear pruritus or heavy menstrual bleeding. The reporter commented: difficulties managing my everyday life because of chronic fatigue and depression. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 30-may-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("back pain") in a 54 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. In 2021 she experienced back pain (seriousness criterion medically important), fatigue ("chronic fatigue / exhaustion for no apparent reason"), depression ("depression"), bone pain ("bone pain"), uterine cervical pain ("cervical pain") and ear pruritus ("itchy ears"). In 2023 she experienced pain in extremity ("foot pain") and heavy menstrual bleeding ("recently heavy menstrual bleeding"). At the time of the report, the fatigue and depression had not resolved. The outcomes for back pain, bone pain, uterine cervical pain, pain in extremity, ear pruritus and heavy menstrual bleeding were unknown. No causality assessment was received for essure with regard to fatigue, depression, bone pain, uterine cervical pain, back pain, pain in extremity, ear pruritus or heavy menstrual bleeding. The reporter commented: difficulties managing my everyday life because of chronic fatigue and depression. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.